Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) unisg, (gold-tite square uniscrew) for evaluation. Visual evaluation of the as returned device identified the fractured fragment threads. The hex part of the screw was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1226561. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1226561 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition.) Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported screw fracture at tooth site 21.